Event description:
It was reported that the device was used during a sigmoid resection. It was reported that the staples did not form correctly. The case was completed using a same like device. There was no consequence to the patient.